Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoscope reprocessor was unable to pump out the disinfectant solution. The issue was found during setup. There was no patient involvement.